Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vitcmo12.1 implantable collamer lens, -18.0/+3.0/108 diopter, in the patients right eye (od) on (B)(6) 2017. Lens rotation not associated to low vault was noticed. The lens was then repositioned. It was stated that that the lens remains inplanted, and the surgeon plans to exchange the lens. Keratoconus eye was reported as a pre-existing condition.

Manufacturer narrative:
The lens was repositioned on (B)(6) 2017 and resolved the problem for only a month. The lens then got rotated again. (B)(4)

Manufacturer narrative:
The lens was explanted on (B)(6) 2018. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue/debris on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens has a curved shape. (B)(4)